Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of full battery depletion leading to pump stop was confirmed via the log file review. Reviewing the periodic log file shows that the controller was connected to a battery power source for more than 8 hours per design, and the external batteries were completely drained leading to no external power. The backup battery provided power to the pump without any issue. The event log file shows that both external and internal batteries were depleted leading to pump stops with no external power alarm and controller's clock reset. The system controller event log files contained 256 events spanning approximately 13 days (05jan2023 to 17jan2023 and 21jan2023, 01jan2000 from 00:00 to 01:17, and 02jan2023 to 03jan2023 per the timestamp). Pump stops were observed on 21jan2023 from 05:43 to 05:44 due to intentional pump stop and coincided with no external power alarm. This indicates that both external and backup batteries were completely depleted. The controller clock was reset to default timestamp of 01jan2000 at 00:00 when the controller was reconnected to a power source and the pump restarted normally. Low flow alarms intermittently activated on 01jan2000 at 00:02 to 01:14 due to estimated flow calculated to be below the threshold of 2.5 lpm. No external power alarm activated on 01jan2000 at 01:13 due to simultaneously disconnecting the power cables. The power was briefly restored before the power cables and the driveline were disconnected on 01jan2000 at 01:17. The controller subsequently underwent the shut down sequence. The controller was briefly reconnected to a power source on 02jan2000 at 03jan2000 without reconnecting to a driveline. No other notable alarm was observed. The system controller periodic log files spanned approximately 16 days (06jan2023 to 21jan2023 and 01jan2000 per the timestamp). The periodic log file captures event at specific interval and does not show the onset of the event. Low voltage advisory alarm activated on 21jan2023 at 02:06 while device was connected to a battery power source. No external power alarm activated on 21jan2023 at 04:06 due to loss of external power which may have been caused by full battery depletion. Based on the periodic log file, the controller was connected to 14v li-ion batteries starting around 20jan2023 at 14:06 and continuously connected to the batteries until around 21jan2023 at 04:06. This indicates that the batteries provided power to the system for than 8 hours per design. The backup battery was able to provide power to the pump until 21jan2023 at 05:44 based on the event log file. The controller clock not being set was observed at the end of the log file and was also observed on the event log file. No other notable alarm was observed. The hm3 system controller, serial hsc-084684, was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use (IFU), rev. C, section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook, rev. D, section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #: 2916596-2023-00572. It was reported that the patient passed away. A review of the log file revealed a low power advisory while on 14v battery power. There was a no external power alarm and power cable disconnects at 0406. The patient was running on emergency backup battery. The controller clock resets to the default time stamp at 05:44. The driveline was disconnected and the pump stopped 1 hour and 17 after the timestamp reset.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.